Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failure dirt on light guide lens is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the failures related to white foreign material is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken. The event can be prevented by following the instructions for use which state: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with instructions for use. Simethicone and petroleum, oil, silicone based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirt on the light guide (lg) lens, white foreign material inside the air/water (a/w) cylinder, and white foreign material inside the air/water (a/w) channel. There was no patient involvement.